Event description:
Head of perfusion (B)(6) reported error 10810 for the quantum level sensor during initiation mode. The sensor has been deactivated and the case finished successfully. Upon request there were no consequences or harm for the patient as confirmed by the perfusionist.

Manufacturer narrative:
Investigation opened. Manufacturers conclusion to follow.